Event description:
The pt reported no pain or swelling, but noted that he was about to finish antibiotics for cellulitis.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.